Event description:
The customer reported that there was intermittent communication error messages. The field engineer noted that the system locked up. There is no report of injury or death associated with the event described in the complaint.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as repair info is not available.